Manufacturer narrative:
Add'l info has been requested. Unable to provide MFR, PMA/510k number, and/or the date of manufacture, as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as not product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
This is two of two reports for this event.